Event description:
It was reported that on the pre-discharge check of this cardiac resynchronization therapy defibrillator (crt-d), there were observations of intermittent capture and noise on the right ventricular (rv) lead. An x-ray was performed with no findings, and the noise was able to be reproduced when the patient exhaled down. It was noted that the physician was questioning the lead location at implant, but did not want to move it. Technical services discussed that the noise looked more mechanical than myopotential, and the decision was to revise the system. It was thought that the device header was causing oversensing, however the device was explanted and replaced and the oversensing was also present on the second generator. The rv lead was repositioned, and it was determined that the oversensing was caused by the rv coil not being completely in rv due to calcium on tricuspid valve. The issue had been resolved. The lead remains in-service. No adverse patient effects were reported.